Event description:
It was reported that the patient complained of "twitching". It was found that the patient's device had been reset to nominal settings after a CT scan. The device was reprogrammed to the correct settings. The patient had a second CT scan and the device again reset to nominal settings. The parameters were changed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.